Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic appendectomy, after the device was applied on the abdomen of the patient there was no reported issue and the patient was discharged next day after the procedure. However, 24 hours after discharged, the patient returned to hospital due to bleeding. They underwent another surgery to control the bleeding and the patient was required to have blood transfusion in order to resolve the issue. The patient's hospitalization was extended by two days; they have been discharged, and are fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic cholecystectomy by endoscopic approach, after the device was applied on the abdomen of the patient there was no reported issue and the patient was discharged the next day after the procedure. However, 24 hours later, the patient returned to the hospital due to bleeding. The bleeding was at the trocar puncture site, with no information on the amount of blood loss. The patient underwent another surgery to control the bleeding and the was required to have blood transfusion in order to resolve the issue. Hospitalization was extended by two days and has been discharged.